Event description:
It was reported, that prior to the start (post-anesthesia) of a da vinci-assisted inguinal hernia repair surgical procedure. During the inspection, the jaws of the force bipolar instrument would not come together properly. The instrument was removed from the field and replaced with another force bipolar instrument. The procedure was with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar instrument involved with this complaint, and completed the device evaluation. Failure analysis investigation replicated/confirmed, the customer reported complaint. The instrument was found to have a severely bent grip, causing side to side/vertical misalignment of the grips. There was a 0.070 offset at the tips. This failure is most commonly, caused by force applied to the instrument jaws. The instrument was also found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The conductor wire was found with damage insulation.